Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg value not provided); cause was not known. Juice was consumed to address low bg. Customer was new to pump therapy and was working with their healthcare provider with adjusting pump settings.